Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated that a measurement of zero usually is related to electromagnetic interference (emi). The consultant provided testing recommendations and suggested to the caller to find the source of the emi if this measurement is observed again. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of zero ohms. The caller stated that the lead checked out fine. No adverse patient effects were reported.

Manufacturer narrative:
This device was subsequently explanted for a separate issue. The device was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.